Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a remote session was active and interrupted the nurse workflow. The nurse reported that a remote connection was in session, which prevented retrieval of medications for patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist reviewed the affected device (dom52) and analyzed remote access activity during the reported timeframe. It was confirmed that a remote session was initiated by customer support center (csc) on the same day to perform a scheduled eset upgrade. The customer later confirmed that the remote agent had disconnected and that system usage thereafter was normal. The observed activity was verified to align with expected behavior during the upgrade process. The tss followed up with the customer to confirm whether additional assistance was required, and the customer confirmed no further issues and approved closing the case. The system functioned as intended after the customer support center investigated the issue.